Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer's symptoms included nausea, vomiting, and a yeast infection. The customer treated with a manual injection. The customer was shipped a tubing clamp. The customer was advised to monitor and call back if problems persisted. Nothing was replaced or returned.